Event description:
It was reported via repair work order that the brakes had reduced force due to missing brake snap ring washer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.